Event description:
It was reported that during a bariatric procedure, the anvil would not hold. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.